Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be identified by the investigation. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on (B)(6) 2012 by fax, phone and mail. A completed questionnaire has been received. (B)(4).

Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported a lasik enhancement was performed to correct the refractive error; and despite excellent and stable preoperative refractions and an uneventful lasik surgery, the patient experienced an "aberrant" outcome. The surgeon indicated the patient will possibly require a second lasik enhancement. Additional information has been requested.